Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results are as follows:" date: (B)(6) 2011, inratio: 4.6, reference (doctor's office meter): 2.9. Target range on the inratio2 is 2.0-3.0 inr. She had the meter since january, but just been using the meter for a month.